Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed hal software error detected errors alarm . Customer blood glucose level was unknown at the time of the incident.customer stated that clearing alarm was not possible and screen did not turn off. The device will be returned for analysis.